Event description:
It was reported that during a carotid stenting procedure, deployment difficulties occurred. The lesion was located in the right internal carotid artery. The carotid wallstent 10x24mm was advanced to the lesion. The outer sheath was pulled back. The proximal end of the stent deployed and the distal end was "blocked by the outer sheath distal marker." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable."

Event description:
Reporter alleged the customer obtained the results of 67 mg/dl and 186 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.